Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following test results were reported: inratio 2.9, lab 3.5, inratio 3.6(3 weeks ago), 3.4 (2 weeks ago), 2.5 (last week). Patient's dose increased to 10mg based on 2.2 reading. Additional testing performed which yielded the following results: inratio 2.9, coaguchek 3.5, patient's inr unstable as demonstated by the a following inr results: march= 5.4, may 1st= 1.7, may 18= 1.7, may 27= 2.1. Patient sent new lot of strips to performed additional testing. Further follow up to be performed.